Event description:
The hospital reported that a patient was injected with an unspecified amount of air during a cardiac cath procedure. The patient went into cardiac arrest, was resuscitated, and recovered. The patient did not require any further treatment. The staff was not alleging a system deficiency, but they requested additional training and a check out of the injector and the air detectors. Further follow-up determined that this occurred because air was purged from the contrast line with the system connected to the patient. The radiologic technologist who purged the line thought that the physician or scrub tech had the stopcock closed to the patient.

Manufacturer narrative:
A medrad service representative checked the injector and no problems were found. The air detectors were functioning and it was explained to the site that the air detectors are not active while the line is being purged. Additional applications training was provided over multiple days. The hospital continued to use the injector after the incident with no other reported issues.